Event description:
I received the lasik surgery at eye center in 2000. I experienced dry eye afterwards with a follow up at a ophthalmologist telling me that my tears now evaporate too quickly on the surface of my eyes. When my eyes are dry, my vision is blurry. Diagnosis or reason for use: corrective eye surgery.